Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 314.453, lot 190p215: manufacturing site: haegendorf. Release to warehouse date: june 01, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the tip of screwdriver was worn and stripped. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the device may have been caused by exposure of unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The drawing reflecting the current and manufacture revision was reviewed. The overall complaint was confirmed. While no definitive root cause could be determined, it is probable that the tip of device was stripped due to the application of unintended forces during usage. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation for fracture of the proximal ulna. During the surgery, the hospital staff had a difficulty to attach a screw head with the screwdriver shaft, and it was found that the screwdriver shaft was stripped despite being unused. The surgeon used another screwdriver instead and finished inserting a screw. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) stardrive screwdriver shaft t8 55mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.